Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The centers for family health reported via phone call that they experienced low blood glucose levels of 37 mg/dl. The customer stated that the insulin pump rattles when they shake it. The customer stated that there was not a reservoir inside the pump. The customer reported that they had performed the self test and the test was passed and also performed the high pressure test and the insulin pump alarmed in less than 5.0 units. The customer checked it at the hospital went to the hospital because they were worried about the baby and bruised up her knee and arm pretty bad. The customer stated that they were hospitalized for being pregnant and not for blood glucose. The troubleshooting was performed for damage and fluid exposure. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. Device received with pillowed keypad overlay. (B)(4).